Event description:
It was reported that about a month before the pt had been walking up the stairs and received a jolt from her neurostimulator (ins). Since then the pt feels like the ins is constantly running, even if she turns off the system with her programmer she can feel it running. The pt also experienced a loss of therapeutic effect, surging or fading sensation, and pain in her right leg/foot and at the ins site. No pt treatment or outcome was reported. The pt's status was reported as fair.